Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on 06/24/2016 stated that this lead was noted to have atrial alert for intrinsic amplitude out of range, appears to have been out of range off and on since (B)(6) 2016. The physician was dr. (B)(6) at (B)(6) hospital (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).